Event description:
It was reported that the patient presented to the hospital for unknown reasons. Upon interrogation the pacemaker displayed code 1003, which states that the voltage is too low for projected remaining capacity. The patient was unwell and could not tolerate a replacement procedure at this time. The physician was aware of the risks, and the pacemaker remains implanted and in service. No adverse patient effects were reported. Despite follow-up with the field, the serial number of the device could not be obtained at this time. It was additionally confirmed that the patient was not currently well enough to undergo device replacement.

Manufacturer narrative:
Investigation summary/conclusion: based on the available information, and in the absence of product return, the root cause of the reported event cannot be established. Device history record review: a review of the manufacturing documentation for this device was unable to be performed as the serial number is unknown. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported event cannot be confirmed. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient presented to the hospital for unknown reasons. Upon interrogation the pacemaker displayed code 1003, which states that the voltage is too low for projected remaining capacity. The patient was unwell and could not tolerate a replacement procedure at this time. The physician was aware of the risks, and the pacemaker remains implanted and in service. No adverse patient effects were reported. Despite follow-up with the field, the serial number of the device could not be obtained at this time. It was additionally confirmed that the patient was not currently well enough to undergo device replacement.